Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg would not communicate with external devices. Patient reported undergoing unrelated surgeries on (B)(6) 2019 and did not place the ipg into surgery mode. The clinician programmer was unable to recover the ipg.

Manufacturer narrative:
The initial reporter should have been dr. (B)(6) rather than dr. (B)(6). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored after surgery.